Event description:
The patient reported that starting in (B)(6) 2021, patient has been having problems with the needle button popping out prior to the completion of the 24-hour period. The patient recorded the dates and stated that the needle button popped out on (B)(6). The patient stated that on (B)(6), patient put on a new v-go at 1pm and the needle button popped out between 5-7pm. The patient confirmed that she presses on the raised circular bump of the needle button during initial needle insertion. The patient mentioned that she experiences hyperglycemia when the needle button pops out. When asked for clarification, the patient mentioned that her bg was 144 on (B)(6) at 6:30am as it started increasing. The patient could not recall what her other bg readings were.